Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4) event occurred in the spain. It was reported that the patient faced infusion set adhesive issue event on 02-mar-2026. The patient experienced that the infusion set detached due to sweat. No further information available.